Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; g.4.

Event description:
Patient reported rupture and "bubble" on left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "bubble".

Event description:
Patient reported rupture and "bubble" on left side. The device has been explanted.